Event description:
Healthcare professional reported "a right side rupture." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Device evaluation: the device related to the reported event of rupture was received on september 21, 2022 with lot number 2070696. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification), around the opening have non-penetrating nicks. Additional observations: crease flat in the surface of the sell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "a right side rupture." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted.